Manufacturer narrative:
Patient's weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non-function and occlusion. The occlusion was in the medial aspect of the subclavian and innominate vein areas. A right ventricular (rv) lead and a right atrial (ra) lead were present in the patient as well, but were not targeted for extraction. Although the rv lead was not initially planned for removal, it was removed at some point during the procedure. A spectranetics lead locking device (lld) was inserted into the lv lead to provide traction. The physician chose to use a spectranetics 14f glidelight laser sheath to aid in extraction. Progress was made to the mid brachiocephalic region, lateral to the superior vena cava (svc) when the glidelight jumped forward. The patient's blood pressure dropped. Rescue efforts commenced, including sternotomy. The surgeon had difficulty visualizing the perforation (which was later identified as being in the innominate region). Although blood was observed entering the chest cavity, it was not a large volume and the bleeding eventually stopped. A covered stent was discussed as a means of repair, but was deemed unnecessary due to the injury clotting off. The physicians observed the patient, placed epicardial leads in the patient, and eventually closed the patient''s chest. The patient survived the procedure. This report captures the glidelight device in use when the innominate perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.